Event description:
A report was received that the patient was having difficulty charging the ipg. The physician replaced the ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.